Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode could be "missing components". A potential root cause for this failure could be due to "machine speed out of parameters". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that either jelly or the actual catheter was missing in the tray. Also, reported that the jelly was missing in the urethral catheter tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that either jelly or the actual catheter was missing in the tray. Also, reported that the jelly was missing in the urethral catheter tray.